Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported unspecified tissue injury appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted, to further reduce mr a second clip (B)(4) was implanted, reducing mr to <1. An anterior leaflet tear was observed. Mr returned to 2-3. It was stated, it is possible the cds was pulled up during grasping and due to the clip closing too fast the tear may have occurred. No additional clips were placed. No additional information was provided.